Manufacturer narrative:
One device was returned for analysis of complaint of downstream occlusion. No previous service history in past 12 months. The reported complaint could not be replicated upon performing downstream occlusion, however found too many downstream occlusion alarms in logs. The probable cause is intermittent failure on downstream occlusion (dso) sensor assembly.

Event description:
It was reported that a downstream occlusion was detected in the pathway during testing. There was no patient involvement and harm.